Event description:
The device was explanted and replaced due to eri. It is unknown if the eri was due to normal depletion. Lead impedance measured low prior to device revision and within normal limits following revision. The patient was in stable condition.

Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
The field complaint of premature depletion and low lead impedance was not confirmed. The device was received in backup operation due to normal battery depletion. After replacing the battery, the pacer exhibited normal device characteristics battery current. Pacing output and magnet response were normal. The low lead impedance measurements seen in the field were due to normal battery depletion, as the device had reached its end of service. The implant duration was 6.85 years, which exceeded the device's 5.78 year projected longevity, and is considered normal battery depletion.